Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was found that the station experienced a delay in launching the application after rebooting, which caused it to remain stuck on the carefusion screen temporarily. The field service engineer connected and confirmed with the customer that the delay was due to a known issue affecting application startup time. After the delay, the application launched successfully, and the customer accessed medications. So, the system functioned as intended and field service engineer closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on carefulsion. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.